Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended.